Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced an occlusion event with an infusion set and was alerted by an insulin flow blocked alarm. Patient was explained that the alarm was caused by set or reservoir connection. Patient was advised to replace infusion set and reservoir. No further information available.